Manufacturer narrative:
Product 340-4128-v, lot no. Cf1021804 is currently under recall #z-1445-2011.

Event description:
Info received alleges the pump is alarming air-in-line. Account alleges the filter will fill entirely with air and air is getting past the filter.